Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, h2, h6, h11. Correction to d7a changed from yes to no the device was not returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use ligating device's hook was stuck inside the channel and could not be pulled out. The issue occurred during a therapeutic tumor resection and was completed using an olympus back-up device. There were no reports of patient harm.